Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Inn addition, the patient was hospitalized. No additional adverse patient effects were reported.